Event description:
It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no complications that occurred. The patient came in for their 45-day follow up procedure and the closure device was still positioned good. There was no thrombus or leaks that were noted. On (B)(6) 2019, the patient experienced a transient ischemic attack. The patient recovered back to their baseline and did not require any intervention.